Event description:
Da vinci fenestrated bipolar cautery stopped working during the procedure. Despite having 8 uses left. Cautery cord and instrument were changed and cauterization worked.what was the original intended procedure?total hysterectomy.device #1is this a laboratory device or laboratory test?no.